Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. Customer reported experiencing symptoms of dizziness, weakness and sweats. Customer reported drinking orange juice to counteract his symptoms. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.